Event description:
During service the unit was found to have a no alarm on the remote just a red led flashing. Replaced integrated circuit u12 on the logic board to correct the found in service failure mode.